Manufacturer narrative:
(B)(4). Concomitant medical products: unknown persona femoral component catalog # unknown lot # unknown unknown persona articular surface catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2019-01779, 0001822565-2019-01783. Remains implanted.

Event description:
It was reported that the patient underwent a initial right knee arthroplasty. Subsequently, the patient is experiencing pain behind the knee, chronic pain, jerking, clicking, swelling, and loosening.

Event description:
Upon reassessment of the reported event, it was determined that this event will be reported on MDR # 0002648920-2019-00343.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Upon reassessment of the reported event, it was determined that this event will be reported on MDR # 0002648920-2019-00343.